Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and the insulin pump alarmed compromised force sensor system. Customer's blood glucose value was 429 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin injection. Customer will be returned device for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm.